Event description:
Patient reported "patient is enquiring about warranty information following a recent MRI which showed bilateral ruptures of her implants." This is for the left side. The device still remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.